Event description:
It was reported that a week after a small joint procedure was performed, the pt returned with burns on the wrist at the incision point. It was further reported that the doctor believed that this could have been due to the lack of outflow during use of the product and the water burned the pt. There were no reports of any delays or adverse consequences to the pt during the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.